Event description:
Procedure begun, while attempting to deploy the filter, it did not detach. After multiple attempts, it was clear that it became deformed and needed to be removed under surgical conditions to prevent potential for serious complications.